Event description:
It was reported that during observation of a live broadcast procedure, to treat the patient with presentation of angina, after performing an intravascular ultrasound, a 3.5x15 xience v stent delivery system was advanced toward a heavily calcified lesion in the totally occluded ostium of the proximal circumflex coronary artery, and deployed. A 3.0x15 was then advanced distal to the 3.5x15 xience stent, however, after stent deployment, a waist was noted. Another intravascular ultrasound was performed. Post-dilatation was subsequently performed with an unspecified dilatation catheter. Another unspecified stent was implanted and multiple catheters were used in the procedure. Also, during the procedure, it was observed that a 4.0 nc trek balloon dilatation catheter failed to cross an unspecified lesion. A 2.0 nc trek was able to cross the lesion successfully. The physician also commented that smaller sized balloons are easier to cross. There were no patient effects and no reported clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): distal to stent. The device did not return for evaluation. Therefore, a failure analysis of the complaint cannot be completed. A review of the lot history record and similar complaints cannot be conducted because the lot number was not provided. As it was reported that the xience v was deployed distal to another stent implant deployed during the same procedure, it should be noted that the xience v coronary stent system instructions for use instructs the user to place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. However, it is unknown if the instructions for use deviation caused or contributed to the reported complaint. Based on the information reviewed, there is no indication of a product deficiency.